Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
The customer reported that the autopulse li-ion battery (B)(4) did not power on the autopulse platform. The battery's status leds were showing 4 solid green lights, indicating that the battery was fully charged. No patient involvement.